Event description:
Philips received a complaint by the customer on the v60 indicating that the device was sounding a high priority alarm "vent inop" on a black screen. Clinical assessment was performed based on the information currently available in the complaint record. It was reported that the 75-year-old male patient with copd and pneumonia was on bipap therapy. ¿the bipap was sounding a high priority alarm. The nurse went into the patient's room and the bipap read "vent inoperative" on a black screen. Rt (respiratory therapist) notified and the bipap was exchanged. During interim, the patient was placed on a nrb (non-rebreather) and oxygen sats remained above 93%. The machine was taken to biomed.¿ the current available information suggests that despite the malfunction of the ventilator, the patient¿s oxygen saturation remained above 93% due to the timely intervention of the medical professionals. This indicates that there was no change in clinical condition or deterioration in health; rather, the timely intervention of the medical professional prevented an injury. Based on currently available information, there is no reported injury to the patient. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Per gfe response, it was confirmed that a 1009 error code (vent-inop): pressure regulation high was found in logs. Ran for couple weeks continuously and failure could not be duplicated. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.